Event description:
Pt tested blood glucose on suspect device as 549 mg/dl at noon, 555 mg/dl at 6:00 pm and 571 mg/dl at 10:00 pm. He took insulin on a sliding scale and at 3:00 pm he suffered an insulin reaction. Emergency medical technicians tested blood glucose as 24 mg/dl he was given glucose intravenously and still remains hospitalized.